Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. The device failed a self-test due to a low battery on (B)(6) 2015 and remained in fault mode until (B)(6) 2015 when information from the history log suggests the user attempted to power cycle the device, however, as the pad-pak was depleted this resulted in multiple log entries containing nonsensical data. An increase in voltage then suggests a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. There were no ten minute time outs however the red status led was observed to be flashing in time with the pad-placement led's, this is a symptom of membrane failure. The excess current drain measured is a further symptom of membrane failure. The fault could not be replicated with a good membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.